Event description:
It was reported that the insulin pump sustained damage to the battery compartment. The caller stated that there were pieces coming off of the battery compartment, which he noticed about a month prior. The customer did not know how the damage occurred. The customer's blood glucose was 480 mg/dl, which was treated with the insulin pump. The caller stated that the blood glucose was high because the insulin pump had shut off due to low battery. He stated that he had not changed the battery in time. The caller also observed cracks on the insulin pump and scratches to the display screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The pump was received with broken battery tube threads, a broken belt clip slot, a cracked case at the display window corners, minor scratches on the lcd window and a corroded battery tube.